Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the lens was scratched as the surgeon was loading it into the cartridge. There was no reported patient impact and the procedure was completed using a backup lens.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company iii (d) cartridge and company iii handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge cartridge/handpiece combination used. Information was provided by a facility representative that the, " lens was accidently scratched by resident while she was loading it into a cartridge." The viscoelastic indicated is not qualified for the lens/cartridge cartridge/handpiece combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the lens was scratched as the surgeon was loading it into the cartridge. There was no reported patient impact and the procedure was completed using a backup lens.

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via returned reply card an intraocular lens (iol) was scratched on insertion. Additional information was requested.